Event description:
Patient fell causing spacer to dissociate from the stem. Surgeon opted to revise implants.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.